Event description:
According to the reporter, during a esophagectomy, when creating an anastomosis of the esophagus to stomach, the stapler was able to cut the tissue, but the staples did not deploy. The anastomosis was suture[d to resolve the issue. There was a two hour extension of the surgical time. It was also reported that the cartridge of the device fell into the patient's cavity and was retrieved with a laparoscopic instrument.

Manufacturer narrative:
D10 concomitant product: eeaorvil25a, eeaorvil25a eea orvil 25mm automaticdv (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. The v isual inspection of the disengaged staple noted one weld marking on shell head and staple guide, and the presence of a full complement of staples. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was not en gaged. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. It was reported that the staple did not deploy and the component was disengaged. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.